Manufacturer narrative:
Device received with blank display due to moisture damage at electronic. Device received moisture damaged at motor. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.